Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with vancomycin injection (2 grams), meropenem injection (250 milligrams) and tobramycin injection (20 milligrams) (frequencies, duration and routes not reported) for the event. At the time of this report, it was unknown if the patient had recovered. Action taken with dianeal therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). At the time of this report, treatment with antibiotics was ongoing, the peritonitis was resolving and the patient was recovering from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was unknown. It was not reported if the patient was hospitalized prior to or at the time of death. It was not reported if an autopsy was performed. Dianeal therapy was ongoing up until the time of death but it was not reported if the patient was performing therapy with baxter healthcare disposables and/or baxter healthcare solutions at the time of death. Should additional relevant information become available, a supplemental report will be submitted.